Manufacturer narrative:
Follow-up # 1 ¿ (11/18/2014). The patient¿s meter has been returned on 11/4/2014 and evaluated by lifescan product analysis on 11/6/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/ patient contacted lifescan (lfs) and alleged there one touch ping meter gave an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 11:30 am she observed an error 1 message on the subject meter. The patient manages her diabetes with insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product. The patient claims the she developed symptoms of ¿thirsty¿ 1.5 hours after the product issue began. The patient denied she received medical treatment due to the product issue. At the time of trouble shooting, the cca was able to confirm this was not the first time the product was being used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.